Manufacturer narrative:
The provider evaluated the device and made some adjustments to make the consumer more comfortable. The device is working properly. Provider evaluation.

Event description:
Provider alleges consumer was dumped out of powerchair when husband was driving their vehicle and had to slam on brakes. Consumer was not using her tie downs.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges consumer was dumped out of powerchair when husband was driving their vehicle and had to slam on brakes. Consumer was not using her tie downs.